Event description:
Sales rep, reported that: "when the customer wanted to use the product, before a surgical procedure, the nurse removed the external wrap and noted that the seals were missing. They used another product to complete the procedure. Pt involvement without any delay in the procedure.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.